Event description:
It was reported that the patient is able to flip her recently implanted device under her skin. The caregivers had noticed after lifting the patient with her hoyer lift that the battery which seemed flat and not noticeable, subsequently looked a little bit bulged at that site. When the patient laid on her side with her arm down, the battery was clearly up in an abnormal position. The battery is able to be flipped and moved since then. The surgeon had secured the generator initially in place with ethibond suture (non-absorbable). The surgeon suspects that the suture probably popped out of the fascia likely at a time of pulling or distracting of the shoulder, for instance during hoyer lifting. The surgeon decided to perform surgery to sew the pulse generator back down with risks of infection and damage to the system with possible need for replacement. Because of this mobility, the surgeon thought it is possible that this could end up putting tension on the leads in the neck, which could lead to neurological damage, vascular damage, a catastrophic failure. The patient underwent surgery and had the device position adjusted and re-sutured to preclude a serious injury.